Event description:
It was initially reported that the site was unable to communicate with multiple patients due to their programming wand. They were able to successfully use another wand with their patients. The programming wand was returned to the manufacturer for analysis. The analysis confirmed that the programming wand was having communication errors due to an intermittent conductor, conductor 3 (data ground), at the handle location. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.